Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with top jaw detached. All pieces were returned/received. There were no other visual issues noted. There was no skiving (damage) of the shaft cover material. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that the jaw broke off of the enseal during a lap hysterectomy. The jaw was removed from the patient with no patient consequences reported. The device was swapped out with a like device and there were no patient consequences reported.